Event description:
Reporter indicated the patient presented with high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The patient has a history of falls, but the physician could not say if a particular fall caused the high lead impedance. The physician is unaware of any trauma or any other cause for the high lead impedance. The physician reviewed x-rays yielded no anomalies. The x-rays were sent into the manufacturer for review. Manufacturer review of the x-rays noted the strain relief was not according to labeling, in that 1 cm of the lead was not routed parallel to the nerve before the start of the strain relief bend. A suspect area where a lead discontinuity could exist was visualized just below the negative electrode. No other anomalies were noted during the x-ray review. Revision surgery is scheduled.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a suspect area on the lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.